Event description:
The following was reported to hamilton medical ag: bio-med stated that the staff reported that the ventilator was on an eleven month old patient and the vent started alarming 'exhalation obstruction' intermittently. Despite multiple attempts to troubleshoot including changing the vent circuits, exhalation valve, suctioning, confirming tube placement and changing ventilator mode. No resolution occurred. The patient was not harmed.

Manufacturer narrative:
Completed a visual and physical inspection of the machine. Place ventilator on a test lung, allow device to run for over an hour and unable to replicate the alarm. Replaced the internal exhalation valve assembly. Performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).